Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The torque screws of a mayfield 2000 skull clamp made several rotations and became blocked during a procedure. As a result, the health care professional was unable to set the unit to zero or to release the pt's head from the clamp. There was a several minute delay after surgery completion before the pt's head could be released. There was no pt injury reported.